Event description:
It was reported that the programmer generated an "emergency" black screen 3 times and became unusable. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer generated an "emergency" black screen 3 times and became unusable. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to replicate the customer experience of a "black screen" however the logs did confirm that it did occur and the hard drive was reconfigured and the software reloaded. Analysis also found that the back plate over the universal serial bus was out of place and it was therefore reinstalled and secured. (B)(4).